Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the filing of the initial medwatch report, additional information was received: reportedly, two proglide devices used in the procedure had issues. The first proglide device had a probable cuff miss as no sutures appeared. The device was withdrawn from the patient anatomy with no resistance. The second proglide device had the problem with the lever. It was not possible to push down the lever to close the foot. Withdrawal of the proglide device was not possible. Surgery was done to remove the device from patient anatomy and close the vessel with good final outcome for patient. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 8f sheath after an iliac artery angioplasty. There was no difficulty with device insertion. Reportedly, it was not possible to push down the lever to close the foot of the proglide. Withdrawal of the proglide device was not possible. Surgery was done to remove the device from the anatomy and close the vessel with good final outcome for patient. There was no reported adverse patient sequela. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other proglide device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for analysis. The reported difficult to remove the closure device and foot retraction problem were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty removing the closure device or foot retraction issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.